Event description:
It was reported that the patient presented for initial implant. During procedure the physician had difficulty placing the lead. The lead was taken out and tissue was observed on the helix. The physician removed the tissue then tried to re-implant the lead but was unsuccessful. The lead was discarded and a new lead was used with no complication. The patient was asymptomatic throughout the procedure.